Event description:
This event is associated with the mnt-men-15-001 clinical trial, participant 1265. It was reported that a female patient underwent revision breast reconstruction surgery with unknown size unknown gel implants on both sides on (B)(6) 2023, and experienced bilateral cutaneous contour deformity which required surgical intervention. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on november 18, 2024, and reviewed by the clinician on december 9, 2024, it was decided to remove "cutaneous contour deformity" and add "breast implant palpability/visibility" to more accurately capture the reported event. H6 health effect - clinical code e2402: breast implant palpability/visibility. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).